Event description:
It was reported that a findrwirz perforated the left atrial appendage in a pt that was preparing to undergo laa ligation. The pt was converted to surgery before the ligation was performed. No sentreheart personnel were present for the case. No additional info is available after repeated attempts to contact the physician.